Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and during mapping, the irrigation in the catheter did not flow. The catheter was taken outside the patient's body and flushing was performed inside the catheter, but the issue was not resolved. The issue was resolved by replacing the catheter with a new one. The procedure was completed without patient consequence.

Manufacturer narrative:
Additional information was received on 11-nov-2025 which indicated that a jms irregation pump, ot-818g was used. Therefore, the concomitant product section was updated. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and during mapping, the irrigation in the catheter did not flow. Device investigation details: following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. The irrigation issue reported by the customer was confirmed. The root cause of the irrigation tube folded is traced to manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. An internal corrective action was opened to investigate this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).